Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: fitmore hip stem b size 9; item: 01.00551.209; lot: 2495586. Desc: metasul durom, component for acetabulum, uncemented, 54/a¸ 48, code n; item: 0100214054; lot: 2517951. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 8 years and 7 months post-implantation due to recurrent dislocations. Elevated metal ion levels were noted in the immediate post-operative period, and metal-related pathology was observed intra-operatively. The femoral head was revised and a liner was implanted. Attempts have been made and no further information has been provided.